Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During the procedure, it was noted that there was thrombus on the pigtail catheter when it was removed from the was. The was was aspirated well and flushed with heparinized saline. The 31mm flx device was then implanted. There were approximately eighteen recaptures of the flx device before finding a position that fulfilled release criteria. The patient had signs and symptoms of a stroke and the patient was sent for an MRI that showed thrombus. A thrombectomy was performed and the patient returned to baseline cognitive function. The patient was discharged on (B)(6) 2021.